Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedances and pace impedances. The shock impedances values recently became out of range at greater than 125 ohms, but pace impedances are within normal limits. At this time, the patient has entered hospice and they do not want shocks given. It is suspected that the gradual rise is due to physiologic changes. No adverse patient effects were reported.